Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the drive support cap came out of the insulin pump. The customer mentioned being hospitalized in (B)(6) 2012 with high blood glucose over 200mg/dl and had also hospitalized several times prior to that. No further information was provided.